Manufacturer narrative:
The cause for the (B)(6) results is unknown. The calibration and quality control were acceptable. The instrument is performing within specifications. No further evaluation of the device is required. Us: the IFU states in the limitations section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to hepatitis b virus. Levels of anti-hbc may be undetectable both in early infection and late after infection." "The calculated values for hepatitis b in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level cannot be correlated to an endpoint titer." "Assay performance characteristics have not been established for immunocompromised, immunosuppressed, infants, children, or adolescent patients." Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results." "Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." "The performance of the assay has not been established for populations of immunocompromised or immunosuppressed patients."

Event description:
A false negative advia centaur xp hbc total result was obtained for a patient sample. A previous patient result for advia centaur xp hbc total was also negative. The patient sample was sent to a different laboratory and tested on an alternate method. (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00035 on (B)(4) 2013.(B)(4) 2013 additional information:the customer sent the patient sample to siemens healthcare diagnostics for further testing and investigation. The sample was tested on three lots for the advia centaur hbc total assay. The lot numbers were 050, 052 and 053. The patient sample was (B)(6) across all three lots. (B)(6) total (index value):lot # result050 (B)(6)052 (B)(6)053 (B)(6)siemens did not confirm the (B)(6) result obtained by the customer.the cause for the (B)(6) total results is unknown.